Event description:
It was reported during prostate procedure at 206,338j and 90 mins of use, fiber tip broke, was forward firing and exhibited diminished vaporization efficiency. The fiber cap (tip) was cleaned during the procedure. The procedure was completed using a second fiber. There was no injury to the patient reported due to this issue.

Event description:
It was reported during prostate procedure at 206,338j and 90 mins of use, fiber tip broke, was forward firing and exhibited diminished vaporization efficiency. The fiber cap (tip) was cleaned during the procedure. The procedure was completed using a second fiber. There was no injury to the patient reported due to this issue.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge. The glass cap exhibits devitrification at the output area, and detritus adhesion around output area. The fiber was tested with hene laser fixture, the aim beam is present at the output window. There were no signs of break along the fiber. The heat shrink tubing exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Manufacturer narrative:
Event date: the actual date of the event is unknown.

Event description:
It was reported that during a prostate procedure the fiber tip got damaged. There was light emitting out of the front/ proximal side of the fiber. The procedure was completed using a second fiber. There was no injury to the patient reported due to this issue.